Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "there was leakage by the hub of the catheter due to a possible missing thread." No other information was provided. It was reported this occurred with two devices. This report addresses the second device.